Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over to the pyxis; customer confirmed that there was no network issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked messages and confirmed that messages were crossing without issues. Further the customer confirmed that there were no new examples and if any came up will report. Then the customer confirmed that no new reports were found and gave permission to close the case. The system functioned as intended when the technical support specialist verified the device.